Event description:
It was reported that the pump is not able to be charged to 100% battery life, as the pump only ever displays up to 95%. Also, the pump battery was noted to be depleting quickly. The customer stated that after charging the pump over night, the battery life had dropped to 85% within an hour. Then after two days, the pump read 65% battery life. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.